Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient stated that she is sore and can not move very fast. The patient is pain from stimulation I advised for her to lower the stimulation. The patient is currently hospitalized with the device turned off. No further complications were reported.